Event description:
The customer reorted that following a cardiac catheterization procedure, an attempt was made to deploy a vasoseal elite. During the deployment procedure, the j segment of the locator broke off. An unsuccessful attempt was made to retrieve it. The patient was discharged without further incident. No patient complications were reported.